Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patients attorney as a result of a legal claim, that allegedly the patient was implanted with a stryker rotating hinge knee on an unknown date and suffered personal injuries and needed to be revised on (B)(6) 2017.